Event description:
A malfunction was reported on a pump, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The malfunction code was resettable, and technical support provided reset information to the caller. However, the customer was unable to reset the pump immediately due to lacking a charging cable and was expected to call back once they had one available.